Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method, use after damage. Analysis of the returned product noted blood visible in the guide wire lumen and on the shaft, consistent with handling and the catheter advanced over a guide wire. The balloon was tightly folded. The hypotube was separated 113.3 cm proximal to the proximal seal, confirming the reported information. The fracture face was oval shaped, as if kinked prior to separation. The proximal portion, including the hub, was not returned. There were multiple bends in the hypotube distal to the separation for a length of 75 cm. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely that as the catheter was torqued, the shaft kinked. Additional handling during the attempt to straighten the shaft would have contributed to the shaft ultimately separating. It should be noted the trek instructions for use (IFU) states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for hypotube separations or kinks for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulties appear to be related to the operational context of the procedure. This type of reported event will continue to be monitored.

Event description:
It was reported that during a procedure to treat the left anterior descending artery the rx trek was twisted by the user during advancement over the wire through the guide catheter. The proximal shaft bent. When an attempt was made to straighten the shaft during advancement, the shaft broke and separated into 2 pieces. The site of separation was outside of the anatomy. The 2 pieces were completely removed manually without intervention. There was no adverse patient effect or clinically significant delay in procedure or therapy. The cath lab nurse manager reported the twisting and separation were due to user error during a hurried procedure. Though requested no additional information was provided.